Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope had an overheated tip and was unable to manually be rotated from up to down. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, which confirmed but not replicated the customer reported event. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector ferrule exhibited mechanical damage such as scratch marks, indentations, or broken/missing pieces at cable connector proximal end. Also, distal tip had mechanical damage. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The endoscope was plugged on in-house system or equivalent and provided color bars in both eyes. The endoscope was tested and placed on a diagnostic tester or equivalent but failed functional testing due to an electrical failure. The diagnostic tester result exhibited a voltage issue due to the expected voltage range not being met. Moreover, the endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was placed on an in-house diagnostic tester or equivalent and found with local button controls not working properly. The endoscope failed the button functionality test due to enter buttons exhibiting not working when activated buttons not functioning or meeting specification. Also, there was no light in 1 or both hirose fiber cables. The endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to an electrical failure. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction.